Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Neurosurgeon had ventricular catheter dispensed to field and flushed the catheter with sterile ringers per usual. An orange-brownish colored sediment was seen. The device was removed and another catheter was used. We have removed this lot # from our inventory. No harm to patient in that the catheter was not used. On (B)(6) 2016, per customer: did the reported event cause any delays in surgery over 30 minutes? No. Is the device being returned for evaluation? Unknown.

Manufacturer narrative:
Updated UDI -- (B)(4). It was initially reported that the device would be returned for evaluation. It was later communicated that the device had been discarded. This reported has been updated to reflect that corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. A review of complaint records for the previous 12 months was performed, and no other complaints have been reported against this lot. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Not returned